Event description:
"Nurse, head of theatre, reported via our sales rep that she was observing a surgery procedure. During this she noticed that the magnet of the modular capture loose their power. Therefore a correct sawing was not possible. Nevertheless the surgery was completed without modular captures."

Manufacturer narrative:
Additional lot# - sbzh11. The 4:1 modular capture 6541-1-806 lot# sbyl01 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. Results: a functional test indicated that when the modular capture was mated to the resection guide, it stayed securely attached. There was a slight amount of movement, but not enough to fall off the guide or significantly affect a surgery. Summary of investigation: root cause is multi-factorial. There is a possibility that weakening of magnetic strength can be due to repeated autoclave.